Manufacturer narrative:
The referenced previously reported driveline infection resulting in a pump exchange was reported under medwatch MFR report # 2916596-2018-00684. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years. Device evaluation: the examination of the pump revealed a red and white, tissue-like thrombus attached to the outlet stator. The tissue did not show laminated layering, indicating that the thrombus did not likely form in the outlet stator. Contact marks observed on the tapered section of the pump rotor indicated that the thrombus was present when the pump was operating. A correlation between the observed thrombus and the reported event could not be determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to the thrombus formation. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was previously reported that the pump was exchanged due to a driveline infection. During the manufacturer¿s investigation of the returned pump, a deposition was found in the outlet stator.